Event description:
During review of programming history, it was noted that an interrupted diagnostic test occurred that altered device settings. The settings were not corrected prior to the patient leaving the office visit. No adverse events have been reported as a result of this event.

Manufacturer narrative:
Review of programming history.